Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted the customer with resetting the pump and the malfunction did not recur, customer resumed pump therapy.